Event description:
While check my heart rhythm with a kardia mobile device, during the reading my heart rate doubled from 75 to 130. My blood pressure meter and manual checking showed 75 bpm. Several readings did the same. Emailed kardio mobile. Their reply stated they would contact me shortly. Two days later I began calling. After several attempts, a return call was scheduled. That call was 4 hours late. I attempted to explain, several times, to no avail. I was emailed an explanation of unspecified readings. Trouble shooting consisted of removing and replacing the battery and wiping off the contacts. No attempt was made about the original complaint of the reading doubling. A few emails with condescending attitude were sent. Again with the trouble shooting and unspecified reading pdf. No attempt to explain the error. This device needs to be recalled.